Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their equipment is not working right. Patient stated that it is taking 2-3 hours to charge the implanted neurostimulator (ins) and they can only charge to 60% and they are getting so annoyed with it that they are ready to junk the whole thing. Patient mentioned that they have had one or the other part of the stimulator replaced in the past but never the whole set of equipment. Patient confirmed that there is no break in the paddle and that their dog does not chew on the paddle. Patient reported that they think the issue is with the controller or recharger but they are not sure which and that they are not charging right and just get ticked. Patient stated that their back is killing them and that they cannot move at all when in a charge session; they cannot cough or reach to pet their dog without t he charge session ending and shutting off completely. Patient noted that they have a pacemaker and cannot go anywhere near that or else the charge session also stops; patient said that the charging process and equipment is a pain in the ass and that they want to have their stimulator checked. Patient inquired about how long implants last and are upset about their implant; agent reviewed information. Agent walked patient through an ac power reset of the controller; patient confirmed controller powered back on and that they saw the controller light flashing; patient then saw the battery low recharge implanted neurostimulator soon message. Patient unlocked the controller and said that the controller was at 100% charge and the implant was orange and telling them to recharge. Agent had the patient attempt a charge session and patient said that they got the recharge the controller battery soon message and to connect the recharger. Agent reviewed the error messages with the patient. When asked for an event date; patient noted that the issue started 2 or 3 weeks ago but that the charging has been slow period and has been hard to deal with. Patient mentioned that it has been hard to charge when they cannot move, cough, reach to pet their dog without the unit shutting off and stopping which is unacceptable. The patients final answer was about 3 weeks. The issue was not resolved. Agent sent an email to repair to replace the recharger. Pt called back stating they forgot to mention that at one point when they were recharging the ins they got the message to replace the controller battery soon message. Agent reviewed to try the new rtm when it arrives to see if it helped. Case reopened and reassigned to add serial number. Pt called back in stating they received replacement recharger from this case but the issue did not resolve. Pt stated they only got "1 good charge". Pt sees battery empty recharge the implant and replace batteries. Agent had pt reset controller, clean connections, and start implant charge. Agent reviewed best practices for paddle placement. Controller screen was stuck on checking the recharger and checking recharge quality but eventually progressed to controller at 100% and implant in red recharging excellent. Then, controller displayed batteries low replace controller batteries soon message. Agent will consult with repair and call pt back on wednesday. Case reopened to send email to repair. Agent sent email to repair to replace controller and recharger. Agent will call pt back tomorrow to further troubleshoot. Rep called back today after meeting with patient again with replacement con troller and rtm pt has received today and early this week. Pt is still seeing the battery low, replacement batteries and batteries empty-cannot continue, recharge the controller. Rep stated they tried all of pt's replacement rtm and pt's most recent rtm with 3 controllers (1-pt's,1-replacement received today and 1-rep's) all of them gave the same message. Pt is very upset with this and is threatening to remove ins and go to competitors system. Ts will send email to repair to replace the li battery. Sent email to repair for replacement li battery since other items didn't resolve pt's issue. Also, controller showed charged to 100% per rep. Closed case.